Manufacturer narrative:
Following our receipt of one transmitter and performed visual inspection and found transmitter with physical damage to the connector pins and cow catcher, unable to continue with functional testing or verify communication anomaly due to physical damage. In summary, the customer complaint of loss of communication anomaly could not be confirmed due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blood at insertion site. The customer also reported change sensor alert, sensor updating alert, radio frequency icon did not turn green. The event involved product(s) mmt-7040a, mmt-7841zn. Troubleshooting was performed. Customer requested to run tester procedure for the transmitter. Light emitting diode blinked when transmitter was connected to tester but transmitter did not communicate after running tester procedure twice. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and the customer response was that the device will be returned.